Event description:
The customer's spouse called and said the pt had to go the hospital because of the suspect device. The device was used to check their blood glucose and a result of 30 mg/dl was obtained. Pt went to the hospital and received treatment of glucose shots and tabs. Controls were not used. The device was replaced and requested to be returned for evaluation.